Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and replaced motor control pcb. The fse also observed that grommet needed to insulate compressor cables to motor control pcb was missing and replaced grommet also. Fse also completed preventive maintenance on the iabp, and all functional and safety tests were passed to factory specifications. Iabp was then returned to customer and cleared for clinical use. In addition, these repairs were consecutively done with field safety corrective action as per service bulletin: 0055-00-0843 for the solenoid driver board.

Event description:
The customer reported that the intra-aortic balloon pup (iabp) generated "electrical test fails #58" alarm upon power up. This event occurred prior to use on a patient and no adverse event was reported.